Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 was giving read write cubie error on all rows, also duplicate pockets. A field service engineer (fse) removed all pockets from the drawer and reseated the row board cable. Then removed the back panel, reseated the row board cable on the drawer controller board, reseated the retractor band cable on both connections, and restarted the station. After running the hardware test application (hta) test tool with no issues, they restarted the station again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had duplicate address detected and couldn't be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.